Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicates that the representative called regarding a patient scheduled for a device changeout, which was canceled due to a high inr and infection. The 90-day window was reviewed and remains valid for the next couple of months. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicates that the representative called regarding a patient scheduled for a device changeout, which was canceled due to a high inr and infection. The 90-day window was reviewed and remains valid for the next couple of months. No additional adverse patient effects were reported. Additional information received indicating that this device has been explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: impact codes. This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.